Manufacturer narrative:
The reported event for quattro catheter (lot no 82372) was confirmed. A bonding leak was observed at the proximal end of medial 1 balloon during functional testing. The probable root cause for the reported complaint can be a latent material defect. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the proximal end of medial 1 balloon. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the quattro catheter with lot no 82372.

Event description:
As reported, the quattro catheter (lot no 82372) was inserted in the patient. The following day, the saline bag was noted to be empty. No leak was noted on the start-up kit (suk), suspecting catheter leak. The physician decided to discontinue the tgxp because the patient's condition was normal. No known impact or consequence to patient information was available.